Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis identified twisting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mg/ml at 3.5 mcg/day) via an implantable infusion pump. It was reported that the pump was mobile (flipped) in the pocket and portion of the 8784 that was connected to the pump was severely twisted and replaced with a new segment. A couple of months ago there were reports of a high residual volume and a failed dye study. It was noted that the patient had intermittent poor pain relief. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. The explanted portion of the catheter would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump was re-sutured into the pocket and the twisted portion of the catheter was removed and replaced. It was noted the explanted portion of the catheter would be returned. No further complications have been reported as a result of this event.